Manufacturer narrative:
Submit date: 5/03/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the event was notified to the italian ministry of health. The customer states under ultrasound guide, the introducer needle was inserted into the femoral vein and then the guide wire; by seldinger technique. Post insertion, the guide wire became stuck and was unable to be removed. The catheter and guide wire were removed from the patient. The doctor then used the same procedure also in the contralateral femoral vein through another guide wire and the same catheter and got the same result. The hemodialysis was postponed due to hematoma development during catheter insertion and removal.

Manufacturer narrative:
Additional information was received on 6/1/2016, the customer reports once they removed the catheter and guide wire, they were able to separate the guide wire from the catheter. The patient was visited by the surgeon/user after 24 hours from procedure and the health condition was good. After this no other problems were reported. They placed a new catheter. There was no patient harm or medical intervention.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, possible causes for this failure were identified as: operator inattention, customer misuse, or defective material received from the supplier. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plan are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time.